Event description:
It was reported that the device battery depleted less than four years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products. 4194-88 implantable pacing lead (B)(6) 2010; 6949-65 implantable tachy lead (B)(6) 2007; t505c23 tissue valve (B)(6) 2006. (B)(4